Event description:
Clinical trial. It was reported that during a clinical trial drug eluting stenting procedure, stent damage occurred. The lesion was located in a long rca with diffuse disease. The vessel was 3 mm wide, 90% stenosed with mild calcification and tortuosity. The physician predilated and attempted to place a 3.0 x 24 mm taxus liberte drug eluting stent, but was unable to cross the lesion. While removing the stent, the struts of the proximal side of the stent was damaged. After predilating again, it was possible to implant three new taxus stents (3.0 x 20 mm, 3.0 x 32 mm, 3.5 x 32 mm) to rca. Residual stenosis was 0% and no pt injury occurred. The pt was discharged one day later on aspirin and plavix. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
Device eval not complete at the time of this report. When further info becomes available, a supplemental MDR will be submitted.